Event description:
Ventilator reported to biomedical engineer for repair. The bottom of the screen was not working properly. Covidien was made aware. The ventilator was serviced, repaired, and placed back into service.